Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was "yellow" foreign matter in barrel prior to use with 5 bd 1 ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from (B)(6) to english: (B)(6) 2020 their company inspected the 7240921 batch of syringes and found that there was a yellow foreign matter in the barrel of the front rubber stopper of one syringe. This phenomenon is a new type of defect.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/10/2020. H.6. Investigation: one photo and one 1ml syringe inside a fully sealed blister pack from batch 7240921 was received and evaluated. It was observed there was a yellowish-brown discoloration throughout the barrel extending from the collar into the flange. The discoloration appeared to be degraded plastic and was large enough to be rejectable per product specification. The potential root cause for the foreign matter/discoloration defect is associated with the molding process. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that there was "yellow" foreign matter in barrel prior to use with 5 bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from chinese to english: 2020.08.04 their company inspected the 7240921 batch of syringes and found that there was a yellow foreign matter in the barrel of the front rubber stopper of one syringe. This phenomenon is a new type of defect.